Event description:
Follow up information received from the healthcare professional (hcp) clarified the patient¿s vibration issue was that it was determined that they were experiencing both surgical discomfort and stimulation radiating to the butt cheek. The patient was seen in person for a post-op appointment where a program change was made with instruction for them to turn the device off if it became painful (unknown date). It was also reported that the patient met with the manufacturer¿s representative on oct. 28, 2019 where an impedance check which was performed. The impedances were within normal limits. A slight program adjustment was made for a more appropriate sensation. It was reported that the device was not shown to have moved since implant. The patient was also re-educated on the smart programmer and stimulation/expectations were reviewed with them. The patient was to follow up with the doctor in 3 months or as needed. The hcp noted that the patient was 5 ft 10¿ tall. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received, the previously reported device code of c62917 no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their trial worked really well for them so they got the permanent implant but recently (probably since (B)(6) 2019) they had a loss of symptom control and the patient said they would get up knowing they had to pee but the pee would already be coming out before they could make it to the bathroom. The patient reported they peed the bed the night prior to the call and noted that hadn¿t happened to them in a long time. It was noted that prior to the call the patient hadn¿t yet taken any action as they did not know how to work the external equipment. While on the call the patient synced with the patient programmer and it showed that stimulation was on and the patient felt it in the correct bike seat area. The patient then increased stimulation from 1.1v to 1.5v and it was reviewed with the patient that it would take time for the body to respond to therapy and thus the patient should discuss titrations with their health care physician (hcp). The patient was redirected to their hcp if the problem did not resolve. The patient also noted that the implant surgery was the worst experience they¿ve ever had because they were awake the whole time and they could feel pain and the hcp cutting into them. Additional information was received. The patient noted they had called previously about a loss of therapy, they said it hadn't improved. They reiterated it being painful when the implant was being put in due to them being awake. They reported that the new issue was that the vibration was really annoying at the bottom of their butt cheek and if they turned it up it was painful. When they turned it down it still vibrated. They confirmed it didn't matter their body position, the annoying vibration still occurred. They said it started happening 2 days prior and that it also felt like their implant had slipped down a little. It was noted stimulation was set to 1.4 on the call. It was also noted that therapy was off at the time of the call. No further complications were reported or anticipated.